Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy.